Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn. Claim # (B)(4).

Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. PMA/501k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.00 diopter, from the vial and noted the lens haptic was defective. There was no patient contact.